Event description:
During implant procedure, increased sensing was observed on the right atrial (ra) lead. During repositioning of the ra lead, dislodgement occurred and the helix of the ra lead failed to extend. The ra lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, p-wave amp variation, and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, clean the distal portion, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil. The reported event of p-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.